Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that was displayed as "high"; although a specific value was not provided; cause was unknown. Customer was assisted with a supply change and resuming insulin delivery to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.